Manufacturer narrative:
Concomitant products: 407652 lead implanted (B)(6) 2012; 6947m62 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right atrial (ra) lead undersensing on stored atrial tachycardia/atrial fibrillation (at/af) episodes. It was also noted there was possible inappropriate anti-tachycardia pacing therapy for atrial fibrillation (af) with rapid ventricular response that the device classified as ventricular fibrillation (vf). The device remains in use. No patient complications have been reported as a result of this event.